Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stemi. During the index procedure, two resolute onyx drug eluting stents were implanted in the rca and two resolute onyx drug eluting stents were implanted in the lad during staged procedure. Approximately 14 days post index procedure and on the same day of staged procedure, the patient suffered a periprocedural myocardial infarction in the lad. The investigator assessed that the event is not related to index device or anti platelet medication. Patient is recovered.

Manufacturer narrative:
Cec adjudicated that the event is a non-q-wave mi (non-target vessel) third udmi peri-pci if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as a side branch occlusion. The event is defined as non q wave mi (target vessel), 3rd udmi peri-pci. If information is provided in the future, a supplemental report will be issued.